Event description:
The user facility reported that part of the guidewire broke off in the patient.

Manufacturer narrative:
D4: UDI: exempt as the product code is note exported to the us market. The actual sample was not returned, analysis of it could not be performed. A historical investigation of the product code and lot number involved found no anomalies in the manufacturing and shipping inspection records, and no similar issues have been reported from other facilities. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. The instructions for use (IFU) of this product is indicated as follows: - if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.